Manufacturer narrative:
.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (concentration of '25' and dose of '2.022') via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient was having difficulty forming words and sentences and was difficult to arouse. The patient was in the hospital. Telemetry was performed on the pump and the patient underwent a computerized tomography (CT) scan. The attending physician reported the patient had altered mental status. The patient had recently undergone an elective pump replacement surgery due to the estimated replacement interval reading. The patient's family asked if the pump could have been giving the patient too much medicine and the attending physician asked that the pump be set to minimum rate as per the managing physician's recommendation. As of saturday ((B)(6) 2016) afternoon, the patient was still in the hospital and being sent for a lumbar puncture. The patient's wife noted the patient was agitated on (B)(6) 2016, but she did not otherwise notice a significant change in the patient's pre and post dose change. It was unknown if the issue was resolved at the time of this report. The patient status at the time of this report was unable to be obtained. No surgical intervention had occurred and it was unknown if any was planned. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the cause for the lumbar puncture was due to the elective pump replacement/battery replacement. The cause for the hospitalization was due to acute myocardial infarction (mi)/ non¿st-segment elevation myocardial infarction (nstemi). It was noted the patient's altered mental status has been resolved.

Manufacturer narrative:
The other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated pump failure and catheter failure had occurred. No event date was specified. The patient had experienced failure of therapy and had been hospitalized on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.